Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A void was observed on the capsule of the returned delivery catheter system (dcs), which indicates delamination between the capsule outer polymer and the nitinol frame, and typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. It was reported that the nose cone became stuck during removal which may occur if the capsule is not fully closed and the tip becomes caught (generally on an external introducer sheath) during removal. Historically, the root cause of a break within the inner member shaft leading to tip detachment has been related to manipulation of the dcs by the user resulting in damage to the inner member shaft. The instructions for use (IFU), cautions ¿ensure the capsule is closed before catheter removal¿. It was not reported whether the user verified that the capsule was fully closed prior to removal, nor was any information provided regarding sheath use. In addition to the above caution, the IFU also instructs: ¿when using a separate introducer sheath, if increased resistance is encountered when removing the catheter through the introducer sheath, do not force passage. Increased resistance may indicate a problem and forced passage may result in damage to the device and/or harm to the patient. If the cause of resistance cannot be determined or corrected, remove the catheter and introducer sheath as a single unit over the guidewire, and inspect the catheter and confirm that it is complete¿. The potential root cause of the tip detachment in this case is user technique, however as no cines were submitted for review, a root cause cannot be conclusively determined from the limited information available. There is no indication that a failure of the device to meet manufacturing specification occurred. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not been returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was being removed, the nosecone became stuck in the right femoral artery. It was reported that there was significant stenosis in the artery that caused the nosecone to become stuck. As the physician pulled the dcs, the capsule moved back and the nose cone separated from the delivery catheter system (dcs). A snare was used to remove the nosecone from the patient. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the delivery catheter system (dcs) was received with the nose cone separated from the inner member. The handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. The device was received with the catheter tip and 9 mm of the inner member detached. The detachment site was uneven and jagged. A kink was observed on the inner member immediately distal to the strain relief transition. A void was observed on the distal to mid portion of the capsule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.